Event description:
031496wca cellulose acetate high efficiency031496wca cellulose acetate high efficiency031496wca cellulose acetate high efficiencyh vomitus or excessive mucus. The reporter indicated the physician continued to use the device without freeing the peep valve on the exhalation port of the occluding material. This is believed to have contributed to this pt developing a pneumothorax as well as suffering sinus cavity insult.